Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the supply bag disconnected. Per the home patient, the heater bag disconnected. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review will not be conducted. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in line) during last fill on the home choice (hc) and per the home patient (hp), the heater bag disconnected. The technical service representative (tsr) checked the setup and per the hp, no damage to the set up. The line disconnected from some reason. The hp would contact the peritoneal dialysis nurse (pdn) for instructions on what to do from that point. There was patient involvement. No patient injury or medical intervention was reported.